Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approx 10 days of support, the pt suffered from encephalitis and had a ventriculoperitoneal (vp) shunt placed to treat the encephalitis. The pt then suffered an intracranial head bleed post the vp shunt. Additional info provided to the MFR indicated that the pt subsequently expired.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: per the vad coordinator, the patient expired on (B)(6) 2013. No autopsy was performed and the pump will not be returned.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the device and the reported stroke could not conclusively be determined. However stroke is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.